Manufacturer narrative:
Pump passed the idle current measurement test, run current measurement test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. However, unit alarmed e15 during self test due to problem isolated in motherboard.

Event description:
The customer reported via phone call that the insulin pump had external flash crc error. The customer¿s blood glucose value was 230 mg/dl. Customer reported they were able to clear the alarm. Customer reported they were able to clear the alarm. The insulin pump will be returned for analysis.